Event description:
Customer reported unexpected negative antibody screen reactions for two patient samples tested on galileo; capture-r ready-screen, lot x189 was used.

Manufacturer narrative:
A service visit was made. Replaced a needle cassette adaptor because of a stripped screw. The system was tested and operated within specifications with no problems observed.